Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited pocket erosion. The wire was eroded through the skin. The technical services (ts) referred patient to the physician. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.